Manufacturer narrative:
Manufacturer ref # (B)(4). Catalog # is unknown but referred to as cook celect platinum filter. Occupation: non-healthcare professional. PMA/510(k) k171712. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a cook celect platinum filter on (B)(6) 2017. It is alleged that the [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided."

Event description:
Per a computed tomography (CT) abdomen: "filter type: cook. Ivc stenosis: no. Filter cone position: below the renal veins. Filter migration: no. Filter fracture/bending: no. Filter tilt: no. Filter penetration: yes. Other findings: no. Impressions: the anterior strut penetrates 0 mm through the ivc wall. The left strut penetrates 4 mm through the ivc wall. Coronal image 82. The posterior strut penetrates 6 mm through the ivc wall. Coronal image 90. The right strut penetrate 4 mm through the ivc wall. Coronal image 89".

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: b5, b6. Investigation: investigation is reopened due to additional information provided. Per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. Cook will reopen the investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. 20 devices in lot. No other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Additional information: a2, a4, b1, b5, b6, b7, d1, d4, g5, h4, h6 (patient and device codes) investigation: the following allegations have been investigated: vena cava (vc) perforation, physical limitations, fear. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Unknown if the reported physical limitations and fear are directly related to the filter and unable to identify a corresponding failure mode at this point in time. 20 devices in lot. To date, no other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant via the right internal jugular vein due to recurrent pulmonary embolism (pe) and gastrointestinal (gi) bleeding per medical records. Patient is alleging vena cava perforation. Patient notes and further alleges experiencing "fear that the filter might cause further damage as it has not yet been removed", as well as physical limitations per the (B)(6) 2018 computed tomography (CT) abdomen without contrast (addendum): "there is an ivc filter in proper position beneath the renal veins. There is no abnormal migration of the filter. There is no tilt of the filter and the tip of the filter is not touching the wall of the vena cava. Four of the struts of the filter have slightly perforated through the wall of the ivc, but did not perforate into adjacent structures. There is no bent or fractured filter struts. There is no vena cava stenosis".